Event description:
Healthcare professional reported that 3 months after injection in the tear troughs with juvederm voluma xc, the patient experienced swelling in the cheeks. Patient also reported that their "eyes [are] puffy with fluid," "left eye swollen and right side completely swollen shut," and "they can barely see." Patient was treated with a medrol dosepak and keflex. Symptoms have slightly improved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.